Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, prod or pt details has been requested. No add'l info is available at this time. The events of "swelling and hardening" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins and bioburden) are registered as conforming.

Event description:
Healthcare professional reported injecting pt with juvederm voluma with lidocaine in the lips, "malar area" and glabella. About 2 months later, the pt developed swelling at the injection site and lip "hardening." Pt was treated with "antihistamine and steroid." The next day the swelling became worse and was treated with hyaluronidase. Prior to injection, the pt was given some antiseptic. Symptoms are still ongoing.